Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal wires in jaws appear to have come undone from the hub of jaws. A new device was used to complete the procedure. There was no patient harm. There was a delay in procedure to open a new kit.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The device was returned to the factory for evaluation on 12/09/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. An investigation was conducted on 01/15/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the center of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. No further testing was conducted due to the condition of the heater wire. Based on the photographic evaluation, the condition of the device as well as the evaluation results, the reported failure "material twisted/ bent wire" was confirmed. A lot history record review was completed for lots 3000433526, 3000434753, and 3000430530 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000433526. Theres an ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. For lot 3000434753 and 3000430530 . There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.